Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. The reported implants were placed during a previous revision, these previous revision surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The second revision surgical notes (7 years post primary surgery) state that the patient was revised for severe bone loss and severe loosening of the right knee prosthesis. The femoral component was obviously very loose and just fell out. There was a crack in the medial femoral condyle. The tibial component was easily removed. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to femoral loosening. The tibial component was also noted as easily removed.